Event description:
It was reported that the lead anchoring sleeve appeared to have slipped off and was last seen on the sterile surgical table. The lead was implanted successfully and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.